Event description:
It was reported that cartridge did not fully snap into pump and caller noticed cartridge fit issue. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and pneumatic tap area with support, removed o-ring from pneumatic tap, cleaned area, confirmed cartridge o-ring was in place and undamaged, successfully reloaded original cartridge through pump menu, and then resumed insulin therapy without further issues.